Event description:
Boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) patient has died. The patient's daughter was concerned whether the device worked appropriately or not, and requested that a device analysis be done. The patient had a known history of congestive heart failure (chf), and the patient's daughter stated that her mother may have died from that.

Manufacturer narrative:
Not returned. Technical services discussed that sometimes a heart is too sick to respond to device therapy. The patient's daughter planned to check with the funeral director to see if the device was returned. The crt-d was not interrogated post-mortem, and no request was ever made to do so. To date, this device has not been received by boston scientific crm.